Manufacturer narrative:
The bme reported the issue was resolved with replacement of the mc pcba. The device was operational and returned to service after repairs were completed. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Manufacturer narrative:
H10: g: phone: (B)(6).

Event description:
Philips received a complaint from the customer reporting an auxiliary alarm supply failed message occurred on the v60 ventilator. The device was in clinical use when the issue occurred. There was no report of harm. There was no patient impact. The device did not meet specification for intended use and was removed from service. A philips remote service engineer (rse) evaluated the issue with the biomedical engineer (bme) and confirmed the reported problem. The diagnostic code indicating the auxiliary alarm supply failed was noted in the device event log. The rse advised the customer to replace the motor control (mc) printed circuit board assembly (pcba). Investigation ongoing